Manufacturer narrative:
Analysis was unable to prime during the prime test due to faulty force sensor resistor. The insulin pump was received with scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime process. The customer reported that the insulin continued to drip after letting go of the act button during prime process. The customer's blood glucose was 156 mg/dl at the time of incident. The customer stated that there was no gap between the piston and reservoir. The customer stated that the motor did not slow down nor did numbers ramp up on the screen. The customer stated that the drive support cap appeared normal. The customer sated that they were stuck in priming. The insulin pump will be returned for analysis.